Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507645 implantable pacing lead - 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had pulled back over time and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.